Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 600 mg/dl. The customer did not mention any treatment for high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also reported that they the insulin pump received the clock monitor test detected a mismatch between the system clock and the watchdog clock error and unexpected restart alarms. The customer reported that there were no alarms on the insulin pump to clear and was alarm free at the time of the call. The customer was able to complete rewind on the insulin pump. The customer stated that the insulin pump was not stored or not in use for an extended period of time and the alarm occurred shortly after inserting a new battery. The customer was advised to remove the current battery from the insulin pump and insert a new battery and the insulin pump alarmed unexpected restart. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.